Event description:
It was reported the right ventricular (rv) lead had a high threshold and was replaced to allow access for a new left ventricular (lv) lead. During the implant attempt, the lv lead could not be implanted. Follow-up conducted revealed no further information. Any additional information received will be added to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was reported that all conductors had blood/body fluid (not obstructed). (B)(4): the distal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, several conductors had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage.